Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2012-03375. It was reported that post a stenting treatment procedure, the patient experienced an elevated troponin non q-wave myocardial infarction (mi). The patient presented due to unstable angina. The 75% stenosed and 24mm long target lesion was located in the proximal right coronary artery with a reference vessel diameter of 4mm. The target lesion was treated with pre-dilation and overlapping placement of a 4.0x12mm taxus element stent and a 4.0x16mm taxus element stent, resulting in 0% residual stenosis. Also, a non-target lesion located in the proximal left anterior descending artery was treated with pre-dilation and placement of a 3.0x23mm non-bsc stent. Following the procedure, the patient experienced an elevated troponin non q-wave mi. No action was taken to treat this event and the patient did not experience ischemic symptoms. There was no report of stent thrombosis or abrupt closure and the location of the mi is unknown. No other patient complications were reported and the patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).